Event description:
The device was programmed in its box prior to implantation. Patient name could not be entered. When the saved patient files were opened, the patient name was filled with special characters.

Manufacturer narrative:
On (B)(4) 2013.: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.